Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Tah- "voyant fine fusion did not seal vessels properly. Few bleeds occured. Error message sounded a few times to indicate seal cycle was not completed." Patient status "stable."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed slight separation of the conductive pad from the upper jaw. During functional testing, engineering performed a seal performance test by activating the device on porcine tissue and determined the device met its intended functions and requirements. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the incident remains unknown as engineering was unable to replicate the incident. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional info requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.